Manufacturer narrative:
Investigation - evaluation. Reviews of instructions for use (IFU), specifications and quality control data were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Since the production lot information was not provided by the complainant, no representative production lot product could be evaluated. However, a complaint for the same product experiencing a leakage failure was referenced. The physical examination of that complaint device found that the proximal bond on the vaginal balloon has separated, allowing the device to lose liquid when inflated. The investigation concluded that the root cause could not be determined. Because of the similarities between the referenced complaint and the current complaint, it is possible that examination of the complaint device could similarly not yield a definitive conclusion. Additionally, a document based investigation evaluation was performed. It was concluded that current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. There is no indication that a design related failure mode contributed to this event. A review of the device history record could not be completed due to lack of lot information from the user facility. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: device removal: deflate both balloons through the corresponding valves marked ¿u¿ and ¿v¿ and remove vaginally. Cook has concluded that the cause of the complaint can be traced to user handling of the device. The complaint was confirmed based on customer testimony. Per the quality engineering risk assessment, no further action is warranted. We will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was initially reported, the cook cervical ripening balloon w/stylet was placed and the uterine balloon was inflated to 80 ml. Less than 12 hours after placing the device, the physician decided to remove it. With excessive force the physician removed the balloon which ruptured and left a piece of the balloon in the patient. The physician was able to remove the entire piece of balloon immediately. Additional information was received 14aug2019: only the uterine balloon was inflated. As they were "tugging" on the balloon, the catheter separated from the balloon. The balloon delated and a speculum exam was required to remove it. No unintended section of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. No adverse events have been reported as a result of the alleged malfunction.